Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. In 1999 the pt presented with right l5-s1 disc herniation. The investigator noted the event as severe in intensity. The pt underwent surgery consisting of l5-s1 right micro discectomy. The condition was reported as resolved with treatment in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "idiosyncratic effect" as a possible cause for the event. In 1999, the pt presented with left side weakness. The investigator noted the event as mild in intensity. No treatment was prescribed for the condition. It is unknown if the condition resolved as the pt was lost to follow-up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "idiosyncratic effect" as a possible cause for the event. In 2000 the pt presented with leg paresthesis. The investigator noted the event as moderate in intensity. No treatment was prescibed for the condition. It is unknown if the conditon resolved as the pt was lost to follow-up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l the investigator noted "idiosyncratic effect" as a possible cause for the event.